Manufacturer narrative:
The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve catheter leaked water. The tech continued to add water to the cartridge to complete the case. The system continued to receive "low-water level" messages. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".